Event description:
It was reported via medwatch that the user was unable to advance introducer into patient's basilic vein. The introducer sheath folded back, and tip crumpled upon inspection. New introducer used and the inserted was completed without any difficulty. No harm to patient was reported. No other information provided, at this time.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred.